Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown investigation summary: bd had not received samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. Further clinical testing could not be performed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: erroneous results-potassium. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported from a survey that while using bd vacutainer® serum blood collection tubes, there were inconsistent potassium results seen between red top tubes and gold top tubes. No adverse impact was reported regarding the patient or user.